Manufacturer narrative:
The internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation. No parts were returned for failure analysis. There was no on-site evaluation performed by a beckman coulter field service engineer (fse) as the customer was provided support via pro-service. The customer resolved the issue with routine troubleshooting, enhanced maintenance and by replacing the outdated electrodes, tubing for cell #2, and the sample pot. Functional testing was performed by the customer and the unit was operating properly. The customer will continue to monitor. Therefore, the complaint event was confirmed.. The following medwatch reports were filed for this event: MFR#9612296-2018-00147.

Event description:
As reported by the customer, they have experienced ongoing issue with the ion-selective electrode (ise) sporadically running high on cell #2. The customer indicated that the ise was providing sporadic high results sometimes on potassium (k) and sodium (na). There was no report of death or serious injury.

Manufacturer narrative:
The following medwatch reports were filed for this event: MFR# 9612296-2018-00146.

Event description:
As reported by the customer, they have experienced ongoing issue with the ion-selective electrode (ise) sporadically running high on cell #2. The customer indicated that the ise was providing sporadic high results on sodium (na). There was no report of death or serious injury.